Event description:
It was reported that alarm 2 followed by alarm 26 occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.